Manufacturer narrative:
Unit passed displacement test. Hardware low level failure alarm was present in the pump trace download and hardware low level failure alarmed during self test due to broken trace at u1 pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to hardware low level failure alarm. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had an beep anomaly. They did not hear beeps after adjusting the volume setting. The device did not pass troubleshooting. The customer¿s blood glucose during the incident was unknown. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.